Event description:
Event description boston scientific received information that this implantable cardioverter defibrillator (ICD) was interrogated while still in storage mode and found to be at elective replacement indicator (eri). Two capacitor reformations were performed and they did not recover the battery status.